Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed on the c-ring. A visual inspection was conducted. The scope wash tubing was examined under microscopy and no visual defects were observed. The scope wash system was evaluated by passing a syringe full of tap water through the scope wash delivery tube. The water exited through the cannula. The flow was proper and no infusion was observed. The c-ring assembly was examined for blockages and breaks in the tubing. No blockage or breaks were observed. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a calibrated "uson ¿. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When the gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. We were unable to reproduce the reported failure in our testing. Based on the return condition of the device, we are unable to confirm the reported complaint "valve break".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 port where syringe attaches for scope cleaning broke. Hospital was unable to clean off distal tip of scope during use in the leg. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 port where syringe attaches for scope cleaning broke. Hospital was unable to clean off distal tip of scope during use in the leg. The hospital did not report any patient effects.